Manufacturer narrative:
The investigation confirmed that a non-reproducible lower than expected vitros valp proficiency sample result was obtained while using a vitros 5, 1 fs chemistry system. There was no evidence that an instrument related issue contributed to the event. The root cause of this event is unknown. However, a vitros valp reagent issue cannot be ruled out as a potential contributing factor. In addition, reagent and sample handling, calibration to calibration differences, and aging of the proficiency samples could not be ruled out as contributing factors to the magnitude of negative bias observed.

Event description:
The customer obtained a non-reproducible lower than expected vitros valp proficiency sample result of 52.5 ug/ml vs. An expected result= 61.1ug/ml while using a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. No vitros valp patient results were questioned. There were no allegations of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).